Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned they have issues with being shocked. Patient reports they get a severe jolt when they move around a lot, if they bend too far forward or back, or when they cough they can get a very strong shock like a lightning bolt. This all started as soon as they got the permanent implant. Additional information was received from the manufacturer representative (rep). Rep reported patient's healthcare provider (hcp) office reached out to them about patient on 5/2, and asked that rep come in to patient appt to interrogate their stim on 5/8. The patient is a new patient to hcp and they wanted rep to make sure the unit was functioning correctly and to reprogram it because the patient reported they were never seen post operatively. Rep called the patient on 5/2 to see how they were doing, to make sure the unit was charged, and patient told rep they misplaced the controller and recharger during their move. Rep advised patient to look for it or call patient services to get new equipment, patient found it later that day, called rep, and was walked through charging it and it charged fine. There was never any mention of a jolting/shocking sensation from the stimulator by the patient to rep. On 5/8, rep interrogated the stim, it was functioning properly, no impedances, both leads were connected. Hcp showed rep patient x-ray, and the placement was between t8 and t10, and hcp advised rep to try dtm programming, since that was what patient was using. Rep did dtm programming for patient, had them lay down while rep adjusted intensities to below paresthesia following the dtm guidelines. At the end of the session, patient was programmed on a,b, and c groups with dtm programming and was not feeling stimulation. Rep went over everything with hcp, and they were happy with the results and the reprogramming, patient left the office.